Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parent reported that the patient was taken to the hospital due to an increase in blood glucose (bg) levels which were approximately 800 mg/dl for an unknown duration of pod wear. The parent stated the omnipod was not properly delivering insulin. The specific date of the event was not provided but stated the patient was admitted to the hospital approximately one and a half months ago. The patient¿s symptoms included a stomachache, dizziness, loss of balance, vomiting, headache, and they presented with frequent urination. The patient¿s digestive system reportedly seemed to have been permanently affected by the constant increase in bg levels. It was reported that this issue has been persistent for the last three months and an exact number of incidents was not provided. Additionally, there was a reported burn in the patient¿s digestive nerves, and as a result the patient has been unable to use the bathroom for two weeks and has difficulties processing food. Furthermore, the parent believed that this incident is related to the field safety notice. The parents could not provide any additional information related to the patient¿s diagnosis, as they do not have access to the medical records. The reported treatment included x-rays, an ultrasound, a dose of miralax, and manual insulin injections. Multiple good faith attempts have been made to request additional information. If further details are provided, a supplemental report will be submitted.